Event description:
During my chemotherapy at the hospital, I accidentally pushed the infusion pump out of its bracket. The pump fell to the floor and pulled the tubing out of an infusion bag, causing the contents to spill on the floor and on my hand. Complete details are in the four-page pdf file at (B)(6).